Event description:
It was reported the patient presented shortly after implant for a routine device check. Interrogation of the device revealed sensing difficulty, retrograde conduction and "sinus tachycardia with long av block." Additionally, the physician noted the lv lead had dislodged. Exit block and high thresholds reportedly occurred as a result of the dislodgement. The lv lead was revised and reprogrammed. In addition, the atrial lead was also repositioned. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.